Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the patient suddenly experienced a change in condition, with the heart rate dropping to 30 beats per minute. Immediate resuscitation measures were taken, and a defibrillator was prepared at the bedside for potential use. The nurse discovered the defibrillator could not power on. While continuing resuscitation, the nurse requested to borrow a defibrillator from neurosurgery. Through CPR, intubation, invasive mechanical ventilation, and intravenous epinephrine, the patient regained a normal heart rhythm. The patient did not develop ventricular fibrillation, so the defibrillator was not needed. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the reported problem was able to be confirmed. The reported problem was determined to be due to a battery failure. The root cause of the battery failure could not be determined. The issue was resolved by replacing battery and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart mrx indicating that the device could not power on. Device was in clinical use at the time of event. However, there was no patient harm or injury reported to philips.